Event description:
Event description cpi received information that this patient's bipolar porous tip lead (4260) was removed from service due to a break in the lead. It was replaced with a medtronic lead.